Manufacturer narrative:
(B)(4). Follow up for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 3166524, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the available information we cannot identify a definitive root cause at this time. Although we could not confirm the failure for this incident, we have investigated similar reports related to this failure and the appropriate personnel are looking further into this matter. H3 other text: see manufacturer narrative.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system the needle would not retract. The following was received by the initial reporter: bd insyte autoguard bc 20g IV catheters are not working properly. Safety button is not engaging when depressed. 1st customer response: what is the patient outcome? No harm, are there any adverse events/serious injuries? No. Was there a delay of, or change in, the course of treatment due to the event? No. What type of procedure is being performed? IV catheter insertion. What was the medication/fluid in use at the time of the event? None. Was button depressed? Yes can the button be pushed or does it appear ¿stiff or stuck¿? No. Did needle retract at all? No was there a needle stick injury? No.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system the needle would not retract. The following was received by the initial reporter: bd insyte autoguard bc 20g IV catheters are not working properly. Safety button is not engaging when depressed. 1st customer response. What is the patient outcome? No harm, are there any adverse events/serious injuries? No. Was there a delay of, or change in, the course of treatment due to the event? No. What type of procedure is being performed? IV catheter insertion. What was the medication/fluid in use at the time of the event? None. Was button depressed? Yes can the button be pushed or does it appear ¿stiff or stuck¿? No. Did needle retract at all? No was there a needle stick injury? No.